Event description:
A doctor was performing a sphincterotomy using a needle knife. The nurse told the doctor that the generator was set as follows: cut -200 watts, effect 3, endocut - off prior to activation. The doctor proceeded as if endocut was "on" causing a zipper cut. The zipper cut resulted in perforation of an organ wall in the pt. This was detected the next day and the pt was hospitalized in ICU. During a weekend in 05/01 the pt died of complications.